Event description:
Patient was in a neurointerventional radiology procedure to coil, or embolize, two known aneurysms. During the procedure, three separate coils used to block off aneurysms were not detaching from the device as they should. An attempt to place the first coil was unsuccessful due to tortuosity of the vessel and the coil could not be advanced. The device was removed from the vessel and after some adjustment of placement, a new coil (second)was deployed into the appropriate area of the vessel. This coil did not detach from the device as it should and became mispositioned. The physician was able to retrieve the second coil, and with a third coil, attempted the placement again. This coil also did not detach from the device and became lodged in the right middle cerebral artery causing a blockage of blood flow reported to have lasted approximately 20 minutes. Attempts were made to retrieve the coil but were unsuccessful. A stent was used to reopen the blood flow to the vessel and neither aneurysm was able to be corrected. The procedure was aborted and the patient was sent to the inpatient neurocritical care unit for close monitoring. After several hours, the patient continued to show deficits to the left side extremities. Five days after the failed procedure, patient continued to have significant weakness in the left side of the body and required discharge to an inpatient rehab for therapy related to the stroke assumed to have been caused by the deployment device failure and subsequent vessel blockage. The coils themselves do not appear to have been the issue. The offending device was reported by the provider to have been the deployment device being used to deploy the coils into the chosen area of the neck of the aneurysm. It was not releasing the coils once they were in place, causing them to be pulled out of position. As the device was being removed from the vessel due to the malfunction, it was reportedly deploying the coil when not triggered, causing the blockage described above. Pt required a stent to be placed to open the vessel that had been blocked by the coil when the deployment device failed to work properly. Blood flow was reportedly blocked for 20 mins while attempting to remove and then stent the blockage.